Event description:
It was reported to boston scientific corporation that a radial jaw 4 biopsy forceps device was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2010. According to the complainant, during the procedure the forceps were noted to close with the clevis arms bent. The biopsy forceps were unable to be withdrawn through the biopsy chamber. The biopsy forceps and scope were removed in tandem from the patient. Hemostats were then used to close the clevis arms so that the forceps could be removed from the scope. The procedure was completed with another radial jaw 4 biopsy forceps device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.

Manufacturer narrative:
The weight of the patient is unknown. (B)(4). The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.